Event description:
It was reported that a physician obtained fluctuating end of service (eos) projections when interrogating a patient's generator. The initial interrogation indicated 6 months until eos. The physician performed diagnostics and the eos projection was 1 month. The physician did not change any parameters and was wondering which projection was correct. It was explained to the site that it could be an issue with the programming software and that she should send a copy of the flashcard to confirm. Good faith attempts to obtain the flashcard in question have been unsuccessful to date.